Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the high and low o2 concentration alarms were going off in excess while the ventilator was connected to a patient. The ventilator was also making internal noise during ventilation and there were deflections in the patient's waveform. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(6). The ventilator was investigated on site and the o2 and air gas module was replaced and returned for investigation. The reported alarm for high and low o2-concentration was reproduced during simulated use test of the returned o2 and air gas module in a ventilator. Evaluation of the received device logs shows that the matching event on (B)(6) during the time period 13:22 to (B)(6) 03:47. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the o2 and air gas module, where concluded that the solenoid has a contributing effect to this behaviors, but the root cause has not yet been fully established.

Event description:
Manufacturer reference#:(B)(4). Importer reference #:(B)(4).